Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the hard drive (hdd), which resolved the issue. Fss performed the field service checklist on the unit. The system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system starting up process stops at blue screen (before windows starts up). The customer restarts the system more than five (5) times. It was stated that the customer used their backup unit, which worked normally. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.